Event description:
The target lesion was the distal rca. The lesion was a de novo, moderately calcified and moderately tortuous. There was 99% stenosis. Femoral approach was chosen for the procedure. After inserting a guide catheter (brite tip), a guidewire (rinato) crossed the target lesion. Then, to conduct pre-dilation, a firestar (2.25/15mm) balloon was delivered to the lesion and the balloon was inflated. However, the balloon ruptured at 10 atm and the physician found contrast medium leakage under cag. Therefore, a different balloon (maverick) was used instead and then a stent (vision) was implanted. The procedure was safely finished. There was no pt injury reported. The product was clinically used and will not be returned for analysis because of the pt's infectious disease. There was no difficulty removing the product from the package. No kinks or other damages were noted before use in the pt. The contrast to saline ratio was 1:1. An everest indeflator was used for the procedure. The indeflator was successfully used with other devices. Physician's comment: during delivery of the firestar, no resistance was felt.

Manufacturer narrative:
During a coronary intervention, a 2.25/15mm firestar ptca balloon catheter burst at 10 atm. The procedure was completed with other products and no pt injury occurred. The target site in the distal rca was moderately calcified and moderately tortuous with 99% stenosis. No anomalies had been noted prior to use and it had prepped normally. The physician commented that no resistance was felt during advancement of the firestar. The product was not returned for eval; it was discarded at the facility. A review of the mfg documentation associated with this lot presented no issues during the mfg process that can be related to the reported complaint. The complaint could not be confirmed without a product return. After review of the available info, it appears that vessel/lesion characteristics may have contributed to the event.